Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the heartstart mrx defibrillator had a "lack of the charge key." There was no pt involvement.